Event description:
Two months post-op, plate broke at the flat area near the mandibular body. A revision surgery will be scheduled. There were no adverse consequences for the pt and no delay in surgery or anesthesia time.